Event description:
It was reported to boston scientific corporation that a cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, a tiny piece of the snare wire, about 2mm in length, broke off. It was not reported what device used to remove the piece of snare however it was reported that the procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached. Block h10 investigation results: one captivator snare was received for analysis. Visual and microscope analysis of the returned device found no device problems. The loop was still attached to the wire. No other device problems were noted. The reported event of "loop detached" could not be confirmed since the loop was attached. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems with the device during visual and microscope test. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is no problem detected. This code was selected since the reported event could not be confirmed.

Event description:
It was reported to boston scientific corporation that a cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, a tiny piece of the snare wire, about 2mm in length, broke off. It was not reported what device used to remove the piece of snare however it was reported that the procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached.